Event description:
The customer reported being hospitalized due to high blood glucose greater than 500mg/dl. The customer stated that he was vomiting for the past two days and was dehydrated. The caller mentioned that after being released from the hospital he realized that his site was all messed up, and he was not getting the right amount of insulin. The customer was wearing the insulin pump at time of his admission, but later it was removed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.